Event description:
On (B)(6) 2010, leica received a complaint from an independent manufacturing rep stating that a footswitch had experienced sticking. The microscope had a biom accessory attached (a non-contact viewing system) and when the zoom/focus unintentionally moved to the end position when the footswitch stuck, the biom accessory could have run into the pt's eye, however, the physician moved the microscope away from the pt's eye and there was no contact.

Manufacturer narrative:
The footswitch was sent to leica for evaluation and repair. The footswitch was received in poor physical condition. The technical report documented the following: dirty, sticky, jammed; defective, damaged, destroyed. Additional comments: the repair of the footswitch required the replacement of the slider plate which is a solid piece of metal hardware which would not be in that condition unless it was improperly maintained. In addition, this particular foot pedal (16f) with slider is 4 years old. If not cleaned properly, dirt can accumulate in the track of the slider and can lead to an improper sliding or the slider getting stuck. Cleaning procedures are described in the user manual and the state of the footswitch would indicate that the user was not following manufacturer's recommendations.